Event description:
The tip broke off into the abdomen of the patient.

Manufacturer narrative:
At this time, microline surgical is waiting to hear back from the end user regarding more details about the event. Once msi has more information and if the device is available for an investigation, a final report will be submitted.

Event description:
The tip broke off in the abdomen of the patient.

Manufacturer narrative:
The device was returned, decontaminated, and subjected to a visual inspection. Upon evaluation, the complaint was confirmed due to the presence of a broken jaw. Initially, the complaint was reported with an unknown lot number. The device was examined under a microscope to identify the lot number and assess for additional damage. Microscopic analysis revealed wear and tear on the heat shrink, along with markings consistent with repeated contact with other instruments and/or excessive reprocessing. The lot number was identified as 00140578, which corresponds to a manufacturing date in 2018. According to the renew reusable laparoscopic instrument tip instructions for use (IFU), the device is validated for 25 sterilization cycles, but due to its design and materials, it is not possible to define an exact maximum number of reprocessing cycles. The device's age suggests it may have exceeded its intended lifespan, potentially compromising material strength, particularly in the jaw slot area. Additionally, per dcaf-0282, a design change was implemented to increase the tang radius of the fenestrated jaw slots, improving torsional bending strength. These changes were made as a preventative measure and do not introduce any new risks. The device in question was manufactured prior to this design update. The likely root cause of the jaw damage is a combination of the device's age, potential overuse beyond validated reprocessing limits, and the absence of the improved jaw slot design introduced in later manufacturing.